Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3889-28, lot# v056306, implanted: (B)(6) 2007, product type: lead.(B)(4)

Event description:
A patient implanted for urinary dysfunction reported having incontinence in 2009. Her lead also broke in 2009. Afterwards, she had botox injections on (B)(6) 2009 and in 2011. No potential event cause, troubleshooting, or outcome were reported regarding this event. No additional information was able to be obtained at this time. If additional information is received, a follow-up report will be sent.